Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had an x-ray 4 years ago that destroyed their stimulator. Patient said it burned it out and  had to have surgery to replace it. Patient's wife repeated the implant was fried  because patient forgot to turn stim off before the x-ray. Patient's spouse said after that x-ray it did not work properly very soon the hcp and nurse determined he need a new one it was fried. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.